Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed air bubbles in the reservoir. High pressure test was performed and no leak was detected. Customer's blood glucose reading at the time of the call was 18.4 mmol/l. No further information reported.